Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A split to the outer catheter was observed just distal to the cath-lock. The outer split just distal to the cath-lock did not appear to penetrate through to the inner catheter. The investigation is confirmed for the reported fracture and the identified material separation, wear and deformation issues, as a complete compound break was noted approximately 6.9 cm from the distal end of the cath-lock. Both edges of the complete compound break appeared to reflect onto each other in terms of break surface. The edges appeared smooth in the top region of the break (near the depth marks), as well as granular and jagged on the tip of the break. However, the investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement, the catheter allegedly broke near connection to the port stem and migrated into heart. It was further reported that catheter need to removed form the body. Patient reported to be stable.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 10/2024.

Event description:
It was reported that some time post port placement, the catheter allegedly broke near connection to the port stem and migrated into heart. It was further reported that catheter need to removed form the body. Patient reported to be stable.